Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in a safety mode status during pre-implant interrogation. This device was not implanted and expected to be returned. No patient involvement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This correction report is being filed to include updates to field h11 additional MFR narrative field. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Interrogation of the ICD confirmed it was operating in safety mode. Visual examination of the device header and case noted no anomalies. Review of device memory noted the device recorded errors on 6 december 2024, indicative of memory corruption. No other suspicious faults or errors were noted. An engineering tool was used to move the ICD back to primary operation. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to determine the root cause of the memory corruption that resulted in reversion to safety mode operation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in a safety mode status during pre-implant interrogation. This device was not implanted and expected to be returned. No patient involvement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in a safety mode status during pre-implant interrogation. This device was not implanted and expected to be returned. No patient involvement.